Event description:
It was reported that the patient felt fatigued and presented to the emergency room in backup vvi. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.